Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that nothing was done to resolve the burning around the incision. They were scratching, but not on the incision area. The cause of the burning around the incision was a rash. It was somewhat resolved and the patient gave it a 7 out of 10.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they were still healing from their implant and was experiencing burning around the incision area. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient was doing well post battery placement. It was reported that the patient never reported a burning sensation to the healthcare provider. No further complications are anticipated.